Event description:
Medtronic received information that during use of an autolog one source pack, it was reported that during the assembly of the device and cell saver in a liver transplant, an air alert was detected in the line. Upon checking all connections, it was confirmed that they were adequate. However, water was observed emerging from the hood and around the waste bag. Additionally, a rupture of the bell was identified. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.